Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 1, 8, 9, 10 and 11 from the distal end of stent are damaged, deformed and lifted. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2017. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion with a severe bend was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation was performed with a 2.0 x 20 mm maverick balloon catheter, a 2.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.